Event description:
Customer reportedly received results of 324 mg/dl and 130 mg/dl within 10 minutes on the aviva system. Customer reported the strips are stored with the container open. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.